Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2022-01527 as it was determined that this information pertains to this report instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had been feeling "electrical thing shooting down leg" on and off for the past couple of months. Pt reports will be walking and all of a sudden feels like a current down leg. Pt also mentioned implant site is sore. Pt reports feels like it is from the ins and it feels irritating. Pt reports turned therapy off about a week ago but is still feeling the uncomfortable stimulation. Agent walked pt through ensuring ins is turned off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt reports it is distinct from the "current" feeling down leg. No further complications were reported at this time. Additional information was received from the patient. They reported that they have been having pain on and off for a couple of months. They had talked to the hcp about it in december. Normally they can move and adjust to handle the pain. Patient said just 2 hours ago the pain started so bad that they can't even walk and they are screaming in pain. Patient said the pain is intense, serious, and is shooting down their leg and back. The pain is on the same side as the device. Patient can't even push on the ins. Patient turned therapy off and the pain is not improving. Patient said it feels like a time when the stimulation was accidentally turned up too high during a programming session after implant. Patient also said one time they were walking out of sam's club, stim was on 1.0, and a jolt shot down their leg that about took their breath away. Patient said they saw the hcp in dec and the hcp said the device wouldn't be causing the pain. Patient said the device is not helping and is making things worse. Patient contact the hcp's office and got a message that they were permanently closed. Agent did not ask about the circumstances that led to the reported issue. The patient was provided with contact info for another hcp, and redirected to the healthcare provider to further address the issue. A manufacturer representative was also informed of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was pt was unsure if they were exiting their my therapy app correctly. Pt stated that they will intermittently experience a jolting sensation of stimulation when they are walking sometimes. Pt stated the sensation will not be constant, but will come out of the blue. Pt stated they have felt this jolting sensation about five or six time. Pt stated the last time this occurred their stimulator jolted them three or four times and then suddenly went away. Pt confirmed they have not had any falls or been doing any vigorous actives. Pt stated at one point they were told they do not need to keep their external devices with them, so patient services reviewed external devices are recommended to be with the pt in case they need it. Pt stated that because they did not have their external devices they could not adjust their stimulation as needed when the jolting occurs.  The patient also stated that at first the ins was helping their symptoms but now the symptoms are worse than they were before the surgery. Pt stated the ins is not helping with their urinary incontinence at all. Reviewed therapy expectations. Pt confirmed stimulation was on and increased stimulation. At first pt "maybe" was able to feel the stimulation sensation but confirmed they could feel the stimulation slightly at the end of the call. The patient was redirected to their healthcare provider to further address the issue. Encouraged pt to document symptoms. Pt mentioned the following unrelated medical history: they have a bad memory. The patient was redirected to their healthcare provider to further address the issue.